Manufacturer narrative:
The reported blood loss has been attributed to a clotted cartridge circuit secondary to access flow issues. Nxstage reviewed the reported blood loss with the facility. The facility informed nxstage that the patient's fistula, which has since been surgically repaired, had access flow issues at the time of the reported blood loss. The user's guide provides adequate steps for troubleshooting venous pressure alarms and states that "the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops and when no anticoagulation is used." There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced a high venous pressure alarm. Treatment was terminated without rinseback, as the cartridge circuit was determined to have clotted, resulting in a 210cc blood loss. No medical intervention was required.